Manufacturer narrative:
The device cannot be evaluated, as it is still implanted in the patient, and it will be removed per standard protocol during the second stage surgery and examined for any problems.

Event description:
Routine radiographs show backing out of graft screw, likely secondary to patient's high activity level with external socket. No treatment necessary. Patient is completely asymptomatic. Graft screw will be removed as per stage 2 protocol.